Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following the direct selective laser trabeculoplasty (dslt) procedure, a dislocation of a sutured intraocular lens (iol) occurred. The patient, who had a history of lens dislocation, was seen on (B)(6) at an unknown office location for dslt. Within 24 hours post-dslt treatment, the patient experienced double vision and light distortion. The physician confirmed the dislocation of the lens and indicated that the sutures were not considered prior to performing the dslt procedure. In hindsight, the physician noted that the patient would not have been treated with dslt.

Event description:
Additional information received from physician and stated, the iol had previously dislocated 2 to 3 years prior to the dslt procedure. At that time, another surgeon performed a 2 lasso suture (180 degrees apart) to refixate the iol, to the scleral fixated iol with a prolean suture that was approximately 5 years old. Those sutures would most likely be temporal to where the laser would fire (2-3 mm peripheral to the limbus). Physician would be looking back at the out patient (op) reports to give us more details on the surgical procedures (iol model, suture type, etc.). But the risk of iol dislocation did increase with previous dislocation, and presume in this case, eye movement during the dslt procedure could have contributed to the dislocation, as it was very unlikely that the laser hit the suture fixation point. The details about the clock hour is not mentioned in op notes. He did not recall the type of iol and it was cut and removed.

Manufacturer narrative:
Additional information was added in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported harms were determined to have been inconclusive. The ¿product use/user technique¿ was determined to have been unrelated to the product, where ¿no malfunction¿ was confirmed. The manufacturer internal reference number is: (B)(4).